Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to a flattened button dome switch (down arrow button). The insulin pump was received with a scratched display window, broken battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not performed. The device was returned for analysis.